Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer connected with the customer and confirmed no issues with the station. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, main drawer 4.2 cubie pocket was failed and required maintenance. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow, since the user had managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.